Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 3.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, on the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 5.0-100/3.8t/135 sterling mr balloon catheter. No patient complications nor injuries were reported.